Event description:
The evis exera ii xenon light source was returned as part of the asset return process. During routine inspection of the device by olympus, the unit failed to boot up, power supply not working and excessive thermal grease around lamp bulb. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process the unit failed to boot up, power supply not working; excessive thermal grease around lamp bulb; scope connector socket was worn out, had some rust; and pump was missing screws. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the device failed to boot up due to the faulty power supply unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.